Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll packaging was damaged /defective. The following information was provided by the initial reporter: material: 309628. Batch#: 5114737. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint: ref- (B)(4). Lot- 5114737. Doe 28aug2025. Issue: packaging was not sealed properly. Samples: yes. Shipping label is ok. Pt harm: no.

Manufacturer narrative:
Pr (B)(4). - supplemental MDR - package damaged / defective / other. A report was received indicating that the packaging was not properly sealed. To support the investigation, our quality team evaluated one photograph, one empty package, and thirteen 1ml luer-lok syringes. All physical samples arrived in their respective packaging, with the exception of one item, which consisted solely of an empty package. A visual inspection was conducted, revealing that all packages were partially open. However, this condition is not attributable to the manufacturing site, as the seal areas remained intact with no evidence of tampering or damage. The seal¿s grit and integrity were preserved, suggesting that the openings likely occurred after the manufacturing process. A review of the device history record was completed for material number 309628, lot 5114737. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were associated with the reported condition. The lot was inspected and accepted per the inspection control plan and subsequently approved for shipment. Based on the available evidence, the reported defect could not be confirmed as originating from the manufacturing site. As a result, a potential root cause could not be identified, and no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.